Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) health complaint database and identified as complaint (B)(4).

Event description:
(B)(4) health received a report from the (B)(6) stating the enteral feeding device was in use for two to three months prior to failure. The screw thread on the feeding port was cracked and leaking occurred. The clinicians were unable to feed the patient. No additional information was provided in regards to the patient's status.